Event description:
This clinical study patient experienced a femoral/iliac dissection, lsfa dissection, which was sealed with balloon tamponade. Event was resolved.

Manufacturer narrative:
"This medwatch has been submitted in error. Although a 510 k has been obtained, the device is not commercially available. The device is currently being used in a clinical trial (B)(4) and is labeled as an investigational device only."

Event description:
Device 1 of 2 (see MFR report # 1627487-2010-3063 for devices 2 of 2.) The pt rec'd her scs system on (B)(6) 2010 consisting of an ipg and two leads. On (B)(6) 2010, it was reported that the pt's leads were explanted approx six months ago due to a suspected infection. A culture was taken, and the pt was treated with antibiotics. However, the culture results were negative and showed no indication of infection. The ipg remains in place and there are plans to implant new leads. The explanted leads were returned to the MFR on (B)(6) 2010.